Event description:
It was reported that the patient's right atrial (ra) lead had increasing to high impedance. When isometrics were performed, there was noise on the lead. An ra lead fracture was suspected. The ra lead was capped and replaced. During the replacement, procedure,when the right ventricular (rv) lead was reconnected to the device, the high voltage impedance was high. Under fluoroscopy,the lead looked to be in correct positioning. The physician elected to cap the rv lead and replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6945 implantable tachy lead (B)(6) 1999. (B)(4).